Event description:
In 2000, a gore excluder bifurcated endoprosthesis was implanted for the treatment of an abdominal aneurysm. As first reported on 3/6/06, the date the physician first identified the aneurysm enlargement is unknown; however, he continued to monitor the enlargement throughout an unspecified period of time. Due to the continued aneurysm growth, the device was explained in 2006 and the aorta was surgically repaired using a 16 x 08mm albograft. Patient status following explant is unknown at this time.